Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with dog chew marks on reservoir tube, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer states their dog chewed up their pump the area where the reservoir goes in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.